Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that programming unchanged, was sitting watching tv and went to get up from the recliner and got stung down their right leg and hip. The steps taken to resolve the reported issue was indicated as patient received programmer to turn the unit off and to call the health care provider in the next morning. The patient went to the office and everything was checked out and saw no problem. Turned it back on and have been adjusting programs since then. The patient reported having difficulty getting the right numbers to eliminate leaking, still fine timing.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0v1y4, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that it was not working; patient tried adjusting and did not understand the programs. It was noted that patient could feel it when she turns it up and feels it pulses a couple of times then she stops feeling it. The therapy was noted to be on. The patient had been set on program 4 at 2.7 changed to program 1 and increased, 2.6 was the upper limit. The patient decreased to 2.2 so she would be able to increase. It was noted that worked fine right after implant but gradually after a short time it felt like she was back where she was before implant. It was further reported that patient met with manufacturer representative after her initial 2 weeks for her follow-up and was switched from program 2 to program 4 patient said the new program worked for a while then her symptoms came back. The patient felt such a sting one time when getting out of a chair, a surprise, she could not get out of the chair, and her husband ran for the controller which occurred about 3 weeks after implant. Patient was indicated for urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.